Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Insert revision left total knee replacement. Update: as per sales rep vm message: revision of left total knee. Doctor evaluated the knee and did a poly exchange after patient complained of medial pain.

Manufacturer narrative:
An event regarding unspecified revision involving an unknown triathlon insert was reported. The event was not confirmed. Medical records received and evaluation: insufficient medical information was provided for review. The clinical consultant that reviewed the information provided indicated: as such, a clear diagnosis cannot be established with the available info. The fact that the pain was similar as prior to surgery let us consider that the indication for arthroplasty was not optimal or that other problems have interfered with knee functionality, either soft tissue problems in the knee prior to arthroplasty or problems elsewhere in the leg ¿chain¿ (spine or hip). This case needs more info to solve. Conclusions: the clinical consultant that reviewed the information provided indicated: as such, a clear diagnosis cannot be established with the available info. The fact that the pain was similar as prior to surgery let us consider that the indication for arthroplasty was not optimal or that other problems have interfered with knee functionality, either soft tissue problems in the knee prior to arthroplasty or problems elsewhere in the leg ¿chain¿ (spine or hip). This case needs more info to solve. The exact cause of the event could not be determined because insufficient information was provided. Further information such as reason for the revision, product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Insert revision left total knee replacement. As per sales rep vm message: revision of left total knee. Doctor evaluated the knee and did a poly exchange after patient complained of medial pain.